Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent alert 38 indicating a motor stall on the ilet pump, restarted the pump multiple times, and after a guided dry run was able to deliver 165 units without issue; a full supply change was recommended, and the user transitioned to subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, the medical device problem involved failure to infuse, and the implicated device component was the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.